Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the hospital after hearing this implantable cardioverter defibrillator (ICD) emitting tones. Upon interrogation, two high pacing impedance measurements were observed on the right ventricular (rv) channel. One of the measurements was out of range above 2000 ohms. At the time of the visit the impedance had returned to within normal limits and no noise or impedance variations could be created via testing. The physician plans to monitor the system. This ICD remains in service. No adverse patient effects were reported.